Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: reply received stated: no further information available regarding the issue. Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the strand: the suture was impossible to perform. There were no adverse patient consequences. No additional information was available.